Event description:
It has been reported to co that during the procedure as the physician attempted to place this device in the vessel. He was unable to do so, upon removal of the device a rip/slice was noted in the sheath. The device was replaced with a similar device with no reported injuries to the pt. The device is being returned for co's analysis.